Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture occurred. The 70% stenotic lesion was located in the mildly tortuous and non-calcified circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 10atms for three seconds and the balloon ruptured. The procedure was completed with this balloon catheter and the deployment of a 2.5x16mm liberte stent. Patient status is reported as "stable".